Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported no delivery during bolus. The customer also reported the pump constantly beeps and the battery is going dead with brand new batteries. The customer was advised the pump will need to be replaced and was advised to revert to the back up plan.